Event description:
It was reported by the md that he was performing a routine declot procedure on a male patient's dialysis graft. The rubber tip of the basket separated and was retained. A snare was used to remove the rubber tip without complication prior to the removal of the arterial plug. During the declot procedure, the md stated there were no sharp curves or stenotic areas within the graft. There were no patient complications reported.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.